Manufacturer narrative:
No questionable results were reported outside of the laboratory. All results were accompanied by data flags since system reagents on board the analyzer were expired. The investigation determined the issue was due to a user error since system reagents exceeded onboard stability at the time of the event.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant iga gen.2 on a cobas pure c 303 analytical unit. The sample initially resulted in an iga value of 2.0 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 29.04 mg/dl.

Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The investigation is ongoing.